Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, when the device was pulled out after deployment it was noticed that the suture was entangled in the foot of the device. Another proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.